Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Section d information references the main component of the system and other applicable components are:product ID: 97712, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: neu_stylet_acc, product type: accessory.

Event description:
The manufacturer representative reported that the lead was broken during implant. It was reported that the physician said that the lead became frayed while implanting. It was reported a new lead was opened and used. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the stim lead body outer insulation gap reflow joint had an adhesion anomaly.

Event description:
The product was returned with the manufacturer's representative (rep) having knowledge of the complaint associated with the device.